Event description:
It was reported that a patient was implanted with an anchor c cage and two anchor c screws. An x-ray was not immediately ordered and the patient was closed. After closure of the patient, the x-ray was performed and the surgeon was not happy with the positioning of the implants. Subsequently, the patient was reopened and the malpositioned screws were removed leading to a surgical delay of 90 minutes. This report captures the second screw.

Manufacturer narrative:
Discarded by hospital.

Manufacturer narrative:
Visual, dimensional, functional and material analysis could not be performed as the device discarded by the hospital. Device history record review could not be performed as a valid lot number was not provided and could not be obtained. Complaint history records were reviewed for this catalog number, no adverse trends were observed. The surgical technique instructs users to verify the position of the cage intra-operatively. A tantalum marker is embedded into the cage to help visually confirm the posterior position under fluoroscopy. The tantalum marker spans the entire height of the cage to indicate posterior contact with the vertebral endplates and is 1mm from the cage¿s posterior edge. Based on the available information, the cause of the reported event is due to a user error.

Event description:
It was reported that a patient was implanted with an anchor c cage and two anchor c screws. An x-ray was not immediately ordered and the patient was closed. After closure of the patient, the x-ray was performed and the surgeon was not happy with the positioning of the implants. Subsequently, the patient was reopened and the malpositioned screws were removed leading to a surgical delay of 90 minutes. This report captures the second screw.